Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of capturing problem was unconfirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood and tissue. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies of the helix that would have contributed to the helix mechanism issue reported in the field. The helix could be extended and retracted when torque was applied to the inner coil. The full helix extension length was normal. Electrical testing was normal. The cause of the reported event was isolated to blood and tissue in the helix region and overtorqued of the inner coil.

Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture thresholds. A chest x-ray was done to discover that the rv lead had been dislodged. An attempt to reposition the lead was unsuccessful because the helix of the rv lead did not rotate. The rv lead was explanted and replaced successfully. Patient was stable.